Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was returned for analysis. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is inflated before balloon folding followed by a pressure test and a helium leakage test to confirm the air tightness. All instruments of the relevant lot passed these tests. The instrument was delivered in a leak-proof and pressure-tight condition. Based on the conducted investigations, no manufacturing or material related root cause could be determined.

Event description:
A passeo-35 balloon catheter was selected for treatment of an arteriovenous fistula. The device was advanced to the lesion and when starting to inflate the balloon up to 12 atm, when balloon ruptured. The device was withdrawn and the procedure was successfully completed. The patient was discharged home.